Manufacturer narrative:
Vyaire medical file identification: (B)(4). Field service technician went onsite then trouble shooted the device and was able to reproduce the error. The technician checked the device and find that the circuit had an issue but was not the complete issue. The device continues to auto cycle. The technician replaced several parts for trouble shooting purposes. The technician called technical support and had the same conclusion that the device will need a new gas delivery engine. Waiting for the ordered part and will return onsite to replace the gas delivery engine.

Event description:
The customer reported device not working properly has a leak somewhere on the avea ventilator. At this time, there is no information regarding patient involvement associated with the reported event.